Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had exhibited elective replacement indicator (eri) behavior and vvi 65 during transtelephonic monitoring (ttm) but was now showing 1-2 years of remaining longevity and normal dddr operation. The device is still in use. There were no patient complications reported as a result of this event.